Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned the actual sample for evaluation. The visual inspection revealed a black/brown particle embedded in the tube wall. The set was subjected to an under water leak test at a pressure of 0.56bar, but no leaks were observed. The reported condition was not confirmed. This was determined to be a cosmetic defect. No corrective actions will be performed at this time. A batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
The sample is reported to be available and is pending sample receipt. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4)

Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where there was a hole in the tubing with the solution administration set. This incident occurred at an unknown time. There was no patient injury or medical intervention associated with this report. No additional information was available.